Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 441 mg/dl. Customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer performed troubleshooting for high blood glucose level. The customer will discontinue use of the device. Frn-mmt-332a-rsvr, unomed set, ozo-mmt-7020a-snsr.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.